Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's medical history included suspected nickel allergy. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement (one side was more painful than the other). On an unspecified date the consumer experienced arrhythmia, cramps, allergic complaints in eyes, increase or heavy blood loss during menstruation, pain during ovulation, pain during menstruation, increase/decrease of weight, loss of libido, tiredness, mood swings, swollen abdomen, vaginal secretion, tingling, arthrosis of the face, fluid retention, and dry skin. On an unspecified date she contacted her physician. She was treated with medication. Essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as lower abdominal cramps) and arrhythmia. Essure removal was planned. Abdominal cramp is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, abdominal and pelvic pain and cramping may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of cramps was not specified. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained

Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as lower abdominal cramps) and arrhythmia. Essure removal was planned. Abdominal cramp is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, abdominal and pelvic pain and cramping may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of cramps was not specified. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.